Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower was not opening for end use. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not opened for end use. A technical support specialist (tss) had followed up with the customer, who confirmed that the issue had been resolved. It was identified that users were not entering the required five letters to search for their medications following a recent system upgrade. The tss verified that everything was functioning correctly and received confirmation from the customer. The system functioned as intended after the technical support specialist investigated the issue. E1 - initial reported facility: (B)(6).